Event description:
It was reported that the patient received multiple inappropriate shocks and that high, out of range hv lead impedance was observed. The lead was replaced. The patient was doing good post-procedure.